Event description:
Device 4 of 5. Reference MFR. Report#: 3006705815-2018-03460, 3006705815-2018-03457, 3006705815-2018-03458, 1627487-2018-13408. It was reported the patient¿s entire scs system was removed due to a possible infection. The site of the infection is unknown. Postoperatively, the patient has completed antibiotic therapy.